Event description:
It was reported that the right ventricular (rv) shock lead impedance (sli) measurement was zero ohms and the patient heard the device beeping. This occurred one time and was thought to likely be electromagnetic interference (emi). Technical services recommended bringing the patient in to clear the tone and check the device. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
Additional information was provided, with patient information. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that the right ventricular (rv) shock lead impedance (sli) measurement was zero ohms and the patient heard the device beeping. This occurred one time and was thought to likely be electromagnetic interference (emi). Technical services recommended bringing the patient in to clear the tone and check the device. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.